Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter stated they obtained a result that was "40 points higher" compared to another device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.